Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. When an energy device was inserted into the abdominal cavity through the trocar, it was visually confirmed that an object such as blue fragments adhered to the tip of the device. Taking out and looking closely, it looked like the seal part of the port. Thinking that the seal was broken, removed the trocar and continued the operation. The part fell into the patient's cavity and was retrieved. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.